Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 5.00mm/2.0cm/90cm peripheral cutting balloon was used to dilate the lesion. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.